Event description:
It was reported to philips that dark spot on lower right corner of screen. The device was not in use.

Event description:
It was reported to philips that dark spot on lower right corner of screen. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.